Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-jun-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving dilaudid 25mg bupivacaine 40mg and baclofen 800mcg via an implantable pump. The dose of dialudid was reported as 10mg/day. It was reported the patient was having a normal eri (elective replacement indicator) pump replacement. They were unable to aspirate the catheter and the patient¿s family reports the patient hasn¿t been getting pain relief. The environmental external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The diagnostics and troubleshooting performed was aspirate the catheter and cap chamber. The actions and interventions taken to resolve the issue was a new catheter was placed. The catheter was unable to be aspirated at pump attachment or cap chamber. The physician observed kinks in observable catheter. 2008 catheter, thought might replace. They couldn¿t aspirate at cut spinal segment. New catheter placed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.